Manufacturer narrative:
It was reported that the end-user experienced a fall during use of the rollator. Despite multiple good-faith attempts the end-user was unable or unwilling to provide additional information to the manufacturer. The end-user's initial report indicated that when she sat down on the rollator, an unspecified wheel on the right side of the device detached. The end-user initially reported that she went to a hospital and was informed "nothing was broken." She experienced bruising and pain and stayed at the hospital overnight for observation. No additional information was reported to the manufacturer. Due to the initially reported need for hospital admission, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a fall during use of the rollator.